Event description:
Routine acetabular preparation for trident hemispherical solid backed shell using hip 1.4 navigation. Under reamed by 1mm. (Reamed 51mm to implant 52mm shell) when impacting the solid backed 52mm shell, surgeon said he had some initial fixation, however, when he tried to fully seat the shell, fixation was lost and the shell would not grip. Surgeon removed the shell and re reamed with the 51mm reamer to deepen the acetabulum. The surgeon then reinserted the 52mm solid backed trident shell and again the shell would not grip. Surgeon decided to utilize a 52mm trident hemispherical cluster shell. The surgeon had difficulty with fixation with this shell too and 3 screws were required to give some initial stability. The surgeon said the large scratch on the 52mm trident solid backed shell that has been sent back for evaluation was caused by the gluteus medius retractor when he removed the shell the 2nd time. Surgeon has requested evaluation of the shell as well as the 51mm reamer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating/locking issues of a trident hemispherical solid back shell after reaming with an acetabular reamer 51mm. The event was not confirmed. Device evaluations were performed by the vendor, who could not confirm the reported event via device inspections. The device showed signs of use, wear, and damage and was unremarkable. Review of the provided medical records did not include anything of note to the investigation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no similar reported events for the reported lot code. The investigation concluded that the vendor could not confirm the reported event and indicated that manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. The exact cause of the seating/locking issues of a trident hemispherical solid back shell after reaming with the acetabular reamer 51mm could not be determined.

Event description:
Routine acetabular preparation for trident hemispherical solid backed shell using hip 1.4 navigation. Under reamed by 1mm. (Reamed 51mm to implant 52mm shell) when impacting the solid backed 52mm shell, surgeon said he had some initial fixation, however, when he tried to fully seat the shell, fixation was lost and the shell would not grip. Surgeon removed the shell and re reamed with the 51mm reamer to deepen the acetabulum. The surgeon then reinserted the 52mm solid backed trident shell and again the shell would not grip. Surgeon decided to utilize a 52mm trident hemispherical cluster shell. The surgeon had difficulty with fixation with this shell too and 3 screws were required to give some initial stability. The surgeon said the large scratch on the 52mm trident solid backed shell that has been sent back for evaluation was caused by the gluteus medius retractor when he removed the shell the 2nd time. Surgeon has requested evaluation of the shell as well as the 51mm reamer.